Event description:
It was reported that during an implant procedure when inserting the spacer, the physician heard an audible pop sound. The back portion of the spacer had been pried off when applying the sagittal wiggle to help deploy the implant. The physician noted the inner spinous space was very tight with osteophytes at the working level. The entire spacer was removed and a new implant was successfully implanted. There were no complications to the patient as a result of the event. The spacer will not be returned as it was disposed of by the medical facility.